Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had the dial part of the handle come off. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there are foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issue: there is foreign objects in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause was unidentified and the foreign material was unidentified. The event can be detected and prevented by following the instructions for use which state: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection and the instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.